Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been having some problems with their device. Patient stated when they sit down and lean on left buttock that they will feel a shock like someone has given them a painful shot. Patient also reported feeling numb from their left buttock down to the left knee. They can't sleep on the left side because it is so numb and uncomfortable. Both symptoms of shocking and numbness started a couple of months ago. Patient confirmed they have not had any falls or trauma to the area where the implant is. Patient reported they turned their ins off 3 weeks ago, and have not experienced the shocking sensation, but has had continued numbness. Patient stated that when ins was on they felt it was helpful at managing symptoms during the day time, but at night they were still getting up 3-4 times. Patient stated at the beginning of the call that they were instructed by their managing hcp to contact mdt for this issue. Agent suggested patient call their managing hcp back and request follow-up appointment for device and symptom evaluation. Agent suggested patient could try turning device back on and engage new program, but patient declined because they did not want to get the shocking sensation. Agent suggested patient seek urgent medical attention if symptoms worsen severely.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.